Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow up, non-sustained right ventricular oversensing was observed. Patient was asymptomatic. It was suspected the cause of noise was due to patient lifting weights. Programming changes were made. Patient is stable.